Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels since (B)(6) 2011. The patient claimed that his bg's had been running from ''200 mg/dl'' to ''hi.'' He also claimed that he had developed symptoms of a dry mouth and excessive thirst. The patient indicated that his bg's remained elevated on (B)(6) 2011. However, he mentioned that his bg's appeared to be responding to correction boluses. On (B)(6) 2011, the patient's cartridge was reportedly changed. However, through troubleshooting, a large air bubble was observed in the current cartridge. The patient was reportedly using refrigerated insulin when filling the cartridge. No issues were noted with the patient's site or infusion set. He was able to manually push the air out of the cartridge, prime successfully, and witnessed insulin emerging from the end of the tubing. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error since the patient was reportedly using refrigerated insulin when filling his cartridges and a large air bubble was observed in his cartridge during the contact with animas.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The lot # of the cartridge(s) were not provided.